Manufacturer narrative:
Multiple attempts for product return were made. To date, the product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported the device did not seem to be picking up saturations/heartrate correctly. The subject device displayed spo2 values of 40%, when the comparative device displayed 90%. It was noted that the rad-8 would alarm for low spo2 values. There is no report of any patient consequence or impact as a result of the issue.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation an err 11 shown on display for approximately 30 seconds of run time and the unit reboots continuously after error message is displayed. All readings are normal and as expected. The ms-2011 board was replaced and the unit functioned as designed.